Event description:
Account reported that patient underwent uneventful ilasik in both eyes (B)(6) 2014. Presented at 1 day post operation with striae in right eye and 1-2+ dlk in both eyes. Surgeon elected to irrigate both eyes and address striae in right eye. Patient brought to the laser suite and flaps lifted and irrigated both eyes. Right eye flap stretched to decrease striae. (B)(6) 2014 post op visual acuity sans corrected (vasc) 20/30 right eye, 20/25-2 left eye. Rxm right eye plano -1.75 x 010 20/20, left eye plano -0.75 x 166 20/20, re-check 1 month.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.